Event description:
It is reported that the nut from the stem would not thread onto the body. A new stem was opened and threaded perfectly.

Manufacturer narrative:
This report will be amended when our investigation is complete.